Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy. While stapling and cutting the appendix, the handle was fired at an angle and the first reload had a poor staple formation at the beginning of the reload and the proximal end of the staple line was incomplete. A second reload was able to be fired, however, the black ring (with arrow) broke into 2 pieces and fell into the patient's cavity. The piece were retrieved using a lap grasper. In order to complete the case a new reload was used. Patient status is alive, with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.